Event description:
It was reported by the customer that their insulin pump was alarming button error, moisture was found behind the display screen and the keypad was unresponsive to user inputs. Customer stated that it had been raining and the device may have been exposed to moisture. Customer also stated there are cracks around the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened dome switch. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Moisture damage was noted on the electronic assembly.